Event description:
The patient was discharged on (B)(6)2020 with no further bleeding reported.

Manufacturer narrative:
Additional information. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 (B)(6) coordinator received call from outside emergency department (ed) , reporting that subject had gone to the emergency department (ed) on (B)(6) 2020 and had been administered 1 unit of packed red blood cells there. The subject had been experiencing black tarry stools and their hemoglobin was 6.7. On (B)(6) 2020, subject again went to outside ed and their hemoglobin was 7.9. The patient was admitted to site hospital for further treatment on (B)(6) 2020. An upper endoscopy performed (B)(6) 2020 and angiodysplastic lesion in duodenum identified and treated with argon plasma coagulation.